Event description:
It was reported that the device went into comm loss on a transport device. No consequence or impact to the patient.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated transmitter was experiencing communication loss. Later, customer stated the bsm 1700 (bedside monitor) was swapped out and the communication issue remained. Bsm-1733a s/n (B)(6). The issue was isolated to room c405 in cmu department in area 4c. Multiple transport units were experiencing droppage of signal in this area. On (B)(6) /2019 customer stated, after troubleshooting with nk tech support and network engineers, the cause of the issue was due to a failing wireless access point. The access point and wlan light were blinking extremely fast, unlike other access points. On the same day, another access point in the area was experiencing the same issue. It was unknown if there was signal interference. On 4/23/2019, three access points were swapped out in this area. The issue persisted. On 5/29/2019, nk on-site support added two new access points. On 10/21/2019 it was noted that this user facility was using non-recommended wireless settings. Customer added more access points to improve signal loss when patient went for walks. No issues with the access points were noted. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: keyword search for "comm" in this service history for this user facility shows communication loss incidents occurred after 4/15/2019. However, none were related to location c405 in cmu department in area 4c. Other communication loss incidents were isolated to settings and/or hospital network infrastructure. Due to customer using non-recommended wireless settings, signal strength was affected. Upon adding more access points to improve signal, no additional incidents were reported. Therefore, it is concluded that the root cause of the signal issue was caused by the hospital's wireless environment, not the bsm-1733a bedside monitor. Investigation conclusion: due to customer using non-recommended wireless settings, signal strength was affected. Upon adding more access points to improve signal, no additional incidents were reported. Therefore, it is concluded that the root cause of the signal issue was caused by the hospital's wireless environment, not the bsm-1733a bedside monitor. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative. Corrected information: e1: initial reporter. Changed from: fsc/department of vet affairs (B)(6), us. To: va medical center (B)(6), us.

Manufacturer narrative:
It was reported that the device went into comm loss on a transport device. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device went into comm loss on a transport device. No consequence or impact to the patient.